Event description:
One patient sample with discrepant potassium results. Initial result gave 6.62 mmol/l, same sample repeated gave 3.82 mmol/l. Initial result was not reported. Patient not adversely affected. The user performed maintenance and the field service representative performed performance check tests which were within specifications.